Event description:
It was reported by the patient's spouse that the patient had a "staph infection in the blood, it attached to the wires and the device". The system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4194 implantable pacing lead: (B)(6) 2008. 4076 implantable pacing lead: (B)(6) 2008. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.